Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed a damaged power flex circuit. Connector jp4 of the power flex circuit had shorted. Pin # 4 was burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the receptacle for the ac adapter on the ventilator was burnt. It is unknown at this time whether there was any patient involvement associated with this complaint.